Manufacturer narrative:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The procedure was completed by changing to a new mpa2 angiography catheter. There was no reported injury to the patient. The packaging of the device was not damaged. In the lab, the product was stored unpacked and hung singly. No anomalies were noted when the device was taken out of the package. The device was not pulled from the packaging by the hub, so no anomalies were observed at that time. An image was submitted for review, and it shows a catheter on a blue towel with a separation to the distal portion of device. Blood can be seen on the catheter. A non-sterile cath f6inf tl mp a2 100cm 2sh unit was received for analysis inside a plastic bag and unpacked for evaluation. During visual inspection, the brite tip/distal tip was found separated approximately 90.0 cm from the proximal end, with no other visible anomalies. Dimensional measurements near the separation site confirmed that the outer and inner diameters of the catheter were within specification. High-magnification examination of the separated sections revealed a visible fusion line near the separation site, but no surface irregularities suggesting a flaw in the original fusion process. Micro-elongations were observed on both the internal and external surfaces of the catheter, consistent with tensile stress, and exposed mesh was noted in the affected area. These findings suggest that the catheter experienced localized tensile stress, likely due to mechanical handling or applied force, contributing to the separation. Scanning electron microscopy further confirmed micro-elongations on the plastic surfaces, indicative of plastic deformation from mechanical stress. Braid wire exposure was present at the separation site, and the wire tip exhibited a cup-and-cone fracture pattern characteristic of tensile failure. Although a fusion line was visible, no voids, cracks, or structural irregularities were detected, supporting the conclusion that the failure was mechanically induced after manufacturing. A product history record (phr) review of lot 18359466 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-separated¿ was observed during the photo analysis and product evaluation, which appear to have been caused by mechanical stress after the device was manufactured. The exact source of this stress cannot be determined however, removing the catheter from the packaging by the distal tip may have contributed to the separation as it was reported the device was not removed by grasping the hub. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store the catheter in a cool, dark, dry place, as exposure to temperatures above 54ºc (130ºf) may cause damage. To prevent damage to the catheter tip during removal from the package, grasp the hub and carefully withdraw the catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The procedure was completed by changing to a new mpa2 angiography catheter. There was no reported injury to the patient. The packaging of the device was not damaged. In the lab, the product was stored unpacked and hung singly. No anomalies were noted when the device was taken out of the package. The device was not pulled from the packaging by the hub, so no anomalies were observed at that time. An image was submitted for review, and it shows a catheter on a blue towel with a separation to the distal portion of device. Blood can be seen on the catheter. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The procedure was completed by changing to a new mpa2 angiography catheter. There was no reported injury to the patient. The packaging of the device was not damaged. In the lab, the product was stored unpacked and hung singly. No anomalies were noted when the device was taken out of the package. The device was not pulled from the packaging by the hub, so no anomalies were observed at that time. An image was submitted for review, and it shows a catheter on a blue towel with a separation to the distal portion of device. Blood can be seen on the catheter. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.